Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Tandem technical support educated the customer that this is off label. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 139 mg/dl.